Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. The infusion set was in use for more than seventy-two hours. No further information is available.